Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6, 8 and 10atm accordingly, however, at third inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported.